Event description:
The home care pt had a bivona pediatric tracheostomy tube. A sims thermovent t heat and moisture exchanger was in use with this tube. On sept. 10, the pt's airway became blocked with mucus and she could not breathe. An rn allegedly tried to remove the thermovent t so she could insert a catheter to suction out the mucus plug, but was unable to remove the thermovent t from the the trach tube. The mother and sister allegedly also tried to assist in removing the thermovent t without success. The pt became frightened and allegedly pulled the thermovent t and tracheostomy tube out of her airway and collapsed due to lack of oxygen. The pt reportedly died before the ambulance arrived.